Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the hooked gripper, which, if it were to reoccur in the anatomy, there is a potential to cause or contribute to serious injury. It was reported that during preparation of the clip delivery system (cds), the final arm angle was established successfully. After opening the clip, it was observed that one of the grippers was hooked (the gripper stayed up and did not go down). The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue in this incident could not be determined. It is possible that the clip delivery system (cds) experienced compressive forces on the gripper lumens during preparation, resulting in the gripper actuation issue. During the returned device testing, the gripper arms were be able to be actuated with no issues observed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.